Event description:
It was reported that the user had performed a touch screen calibration in the arctic sun device and now the touch screen was unresponsive. Mss had the user to verify that if pressing the upper left hand corner had activated the advanced set up button. Mss stated this was a known issue and also mss would be shipping a replacement control panel under the existing field action.

Manufacturer narrative:
The reported issue was confirmed manufacturing supplier related. This device was not returned. The root cause of the situation was a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel was held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters were not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behavior to occur. Labeling review was not required because labeling could not have prevented this issue. The device was not returned.